Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 509 mg/dl and multiple boluses were delivered to address the bg level. The cause of the high bg was not known. The customer was hospitalized for diabetic ketoacidosis (dka) and was treated with an insulin intravenous drip. A pump system check was performed and no device issues were identified. The customer had not yet been discharged from the hospital. Although multiple attempts were made to obtain the discharge date, the customer did not reply to the requests.